Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately compared to another device. It was noted that the patient disconnected the call before the customer care advocate was able to obtain the readings obtained on both devices. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.